Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. The distal extension tubing was detached from the y-site. Tactile inspection of the sample was unremarkable. Microscopic inspection of the tubing revealed deformation comprising diagonally aligned material flow. No necking was observed. Inspection under uv light revealed adhesive residue on both the tubing and the inside surface of the y-site. The deformation of the tubing suggested that mechanical stress such as twisting may have contributed to the observed detachment; however, the lack of tensile weakness and necking suggested that the bond likely failed under minor stresses. The adhesive residue suggested that the adhesive was properly applied, which indicated that the adhesive may not have been properly cured. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, during the process, the extension became detached off the 'y' connection. No other information was provided.

Event description:
It was reported, during the process, the extension became detached off the 'y' connection. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached extension tube was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting an infusion set with y-site. The first photograph depicted the y-site. The distal tubing was either broken or detached from the y-site. The second photograph depicted the distal tubing. The break/detachment site appeared regular. While tubing breakage/detachment was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asesf900 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, during the process, the extension became detached off the 'y' connection. No other information was provided.